Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2016. Patient's mother was advised to forget all bluetooth devices on the phone, turn the bluetooth off and on, pair the new device on the g5 application and wait. Patient's mother was also advised to change the sensor if the pairing was not successful within 30 minutes. No injury or medical intervention was reported. Additional event or patient information was not provided.